Event description:
A falsely elevated ctni result of 0.71 ng/ml was obtained on a sample from a pt. The result was not reported to the physician. Lab repeated test on this specimen and obtained a result of <0.04 ng/ml. The erroneous result was not reported to the physician. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the pt. Laboratory personnel did not centrifuge the specimen for recommended time prior to the original test. Laboratory contact stated that she has seen sediment on top of plasma.

Manufacturer narrative:
No further evaluation of the device is required. Laboratory personnel did not centrifuge the specimen for recommended time. The IFU for dimension ltni flex reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation."